Manufacturer narrative:
This report is filed on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a skin flap infection. Treatment with injectable antibiotics were unsuccessful (treatment dates not reported), resulting in explantation of the device on (B)(6) 2016. The patient was implanted with another cochlear device on the contralateral side.